Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received emergency medical assistance twice due to low blood glucose. On (B)(6) 2018 they had blood glucose of below 20 mg/dl at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as inability to get up. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not have the pump with them. The insulin pump will be returned for analysis.